Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6) this report is being filed on an international product, list number 8p13 (alinity I stat high sensitive troponin-I) that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I) with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a 51-year-old male patient undergoing a physical examination. (Customer provided reference range: 0-34.2 pg/ml) sid (B)(6), (B)(6) 2025, initial result = 194.19 pg/ml, repeat result = 175.23 pg/ml. Roche hstnt result = 11.4 pg/ml negative (reference range: 0-14 pg/ml) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitivity troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I stat high sensitivity troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 80170ud01. Customer field data was used to assess the performance of the alinity I stat high sensitivity troponin-I assay using worldwide data. The patient median values for the complaint lot is within the established limits and comparable to the historical reagent lot performance, the review of applicable field data suggests that the performance is acceptable. Device history record review did not identify any non-conformances, potential nonconformances, or deviations for the lot number and complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency with the alinity I stat high sensitivity troponin-I assay for lot 80170ud01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a 51-year-old male patient undergoing a physical examination. (Customer provided reference range: 0-34.2 pg/ml) sid (B)(6), (B)(6) 2025 initial result = 194.19 pg/ml, repeat result = 175.23 pg/ml roche hstnt result = 11.4 pg/ml negative (reference range: 0-14 pg/ml) no impact to patient management was reported.